Event description:
It was reported to philips that the system failed to expose due to onboard power supply issue on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the onboard power supply and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).